Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom as the pump would not recognize when the pump door was closed. This was caused by a loose upper link screw. The condition was eliminated during evaluation by adjusting the screws with the door performing as expected. The screws will be replaced during the repair process.

Event description:
It was reported that a pump door will not latch when it is closed. The customer stated there was no patient involvement.